Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, the pump reservoirs vol reads 0.0 ml but there were medication remains in the bag. No patient injury reported.